Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information and without the device to analyze, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: component code: 4755 part/component/sub-assembly term not applicable type of investigation: 4118 types of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusions not yet available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was .reported that on (B)(6) 2025, a 24mm amplatzer septal occluder was chosen for implant using a 10f non-abbott sheath. During procedure, the physician noticed that the desired shape was not taken by the device and had a cobra deformation that¿s why they have to retrieve the device back. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable. No additional information was provided.